Event description:
It was reported that the patient arrived for a replacement bag after the previous bag had run dry earlier than expected. The patient had been receiving blinatumomab over 168 hours, with the bag originally scheduled to finish on (B)(6) 2025 at 8 am. However, reporter stated it ran dry approximately 14 hours early. The starting volume was 168 ml, with a continuous infusion rate of 1 ml/hr. The line was primed manually. The patient was not medically affected.

Manufacturer narrative:
H3: a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.